Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a true ventricular fibrillation (vf) rhythm for which the device appropriately detected and delivered therapy. Intermittent undersensing was observed due to r wave variability. Upon therapy delivery, the rhythm appeared agonal and went below ventricular tachycardia (vt) detection rate. Therefore, the device determined a "return to sinus" diagnosis. The freeze capture revealed complete loss of capture suggesting the patient passed away. The patient had been in palliative care.

Event description:
Additional information received on 6/11/2018 notes that the physician did not allege a device malfunction that led to patient death. The patient had co-morbidities and the patient's heart failure was not adequately treated.